Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was properly seated in mount. Removed the sensor plug and inspected plug assembly. No issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. A customer's caregiver (mother) reported that the customer was sweating and lost consciousness, so an ambulance was called. A reading of 57 mg/dl was received on the hcp meter compared to 267 mg/dl on the sensor scan. The daughter was diagnosed with hypoglycemia and the mother administered a glucagon injection as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. A customer's caregiver (mother) reported that the customer was sweating and lost consciousness, so an ambulance was called. A reading of 57 mg/dl was received on the hcp meter compared to 267 mg/dl on the sensor scan. The daughter was diagnosed with hypoglycemia and the mother administered a glucagon injection as treatment. There was no report of death or permanent impairment associated with this event.